Event description:
It was reported that during a da vinci-assisted radical tonsillectomy procedure, the universal surgical manipulator (usm) #3 had stopped working. The customer removed the instruments and disconnected the trocar. There were no reported errors or faults according to the initial reporter, but the usm #3 would not move. As a result, the surgeon opted to convert the procedure to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported failure mode and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint to perform failure analysis; however, as of the date of this report, the evaluation of the device has not been completed. A review of the system logs revealed a communication error involving usm #3 had occurred.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have a failure. The unit was tested on an in-house system in normal mode with no related issues. The unit was also tested on a pftp where it failed direction test. The axes controller spar hall (acsh) printed circuit assembly (pca) was reseated, and the unit passed the direction test. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h11 for follow-up information.